Event description:
The customer stated, that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 20.0 mmol/l. The customer also stated, that she received some alarms on the insulin pump. Troubleshooting was performed and it was found that the customer has been changing out her infusion sets and rotating her sites well. At the time of the initial call, the customer was advised that she may be inserting into scar tissue and to try an alternative site location. The customer called back to perform testing on the insulin pump. The insulin pump passed the prime test. The insulin pump also primed normally without a reservoir in place. The customer was then advised to consult with her doctor regarding how to manage her diabetes.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.